Event description:
It was reported that this right atrial (ra) lead was exhibiting undersensing on the presenting electrogram (egm). Technical services (ts) reviewed the impedance tested within range and that atrial sensitivity was adjusted to alleviate the under sensing. This lead remains in service. No adverse patient effects were reported.